Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the wound from the pump was open with a hole in the middle where it was bigger. It was unknown how long the hole has been there or if something specific happened to cause the wound to reopen. The pump was not yet visible. The cause of the event was unknown. There was no fall or abnormal that was reported. Troubleshooting: the healthcare provider (hcp) performed a washout and placed a new tyrx. There was no sign of infection. Action/intervention: ¿after the washout and the new tyrx, the hcp closed the pocket and placed steri strips.¿ outcome: the issue was resolved. The patient weight and medical history were not available due to legal/confidential reasons. The patient was alive and no injury.